Event description:
During a follow-up, an episode of inappropriate high-voltage shock in response to supraventricular tachycardia (svt) were observed on the device. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.